Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of implanted drainage catheter in which crack was noted on the catheter hub. The catheter hub was attached to an external connector. Therefore, investigation is confirmed for the reported catheter hub fracture and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti drain catheter. Post the procedure, it was noted that the vacuum bottle had lost its vacuum and further reported that the catheter was cracked. Reportedly, the catheter was removed on (B)(6) 2026. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using the navarre opti drain catheter. Post the procedure, it was noted that the vacuum bottle had lost its vacuum. Furthermore, the catheter was cracked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, four photos were provided for review. First two photos show drainage catheter partial view of catheter implanted to patient. Physician holding the catheter in which crack was noted on the catheter hub. And the third and fourth photo shows the catheter hub in different angle in which crack was not visible. Therefore, investigation is confirmed for the reported catheter hub fracture and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage catheter placement procedure using navarre opti-drain drainage catheter. Post the procedure, it was noted that the vacuum bottle had lost its vacuum and further reported that the catheter was cracked. The catheter was removed on (B)(6) 2026. The procedure was completed using another device. There was no reported patient injury.